Event description:
The system responded with error 3 during pre-run testing before a laparoscopic ovarian cystectomy. The customer replaced the handpiece and completed the case with no patient consequence.